Event description:
It was reported via the implant patient registry that an edwards aortic bioprosthetic valve was explanted after an implant duration of approximately 1 year and 7 months. The explanted device was replaced with another same model edwards valve. Follow up with the healthcare provider indicates this explant was due to "endocarditis, (B)(6) positive blood cultures". There is no allegation of device quality deficiency related to this event by the healthcare provider. No additional information was provided.

Manufacturer narrative:
Report of an aortic valve explant due to endocarditis 19 months post implant, with no allegation of device quality deficiency by the healthcare provider. The explanted device was not returned for evaluation. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. No further action is required at this time.